Event description:
During review of the programming history available to the manufacturer, it was noted that the patient's vns indicated a pulse disabled condition due to "vbat < eos threshold" on (B)(6) 2010. The cause for this condition is unknown. No issues were present at the patient's last known visit on (B)(6) 2009. Attempts for additional information are in progress. No adverse events have been reported.

Event description:
Further review of the information obtained to date in this file reveals that the physician stated the patient's device was intentionally programmed to 0ma output current on (B)(6) 2009 and reported that the device remained off since that time. However, a review of programming history indicates that the patient left the office with the device programmed on with the output current set to 1.5ma. When the device was interrogated at the next office visit on (B)(6) 2010, interrogation revealed a warning message that the pulse had been disabled due to vbat-eos threshold, and the normal mode and magnet mode output current were set to 0ma. Review of the battery voltage of the device from the interrogation on (B)(6) 2010 revealed that the voltage as above the 2.0 v eos threshold, and was measuring at 2.95v. Programming history confirms that the device's output currents were successfully programmed back on (B)(6) 2010, and has remained on through (B)(6) 2012. Given there was a discrepancy the programming history data reviewed, and the report that the device was intentionally disabled, the physician's office was contacted for clarification on the events. Additional information was received from the nurse where it was clarified that the patient did indeed request the device be programmed off on (B)(6) 2009. The nurse stated that no medical or surgical procedures occurred between (B)(6) 2009 and (B)(6) 2010. In addition, the patient did not go through any events out of the ordinary during this time period. Additional programming history data was received indicating that the patient was seen on (B)(6) 2012 and interrogation shows that the device has reached a near end of service condition. Given the device settings on (B)(6) 2012 were output current = 1.5ma, frequency = 30 hz, pulse width = 250 usec, on time = 30 sec., off time = 1.1 mins., at these settings it would be estimated, in the worst case scenario, that the device would last approximately 7 years from beginning of life (bol) until the unit reached intensified follow up indicator (ifi), suggesting that the device prematurely depleted. The reason for the premature battery depletion is unknown at this time, however the cause may be related to the vbat-eos warning message/pulse disablement which occurred sometime between (B)(6) 2009 - (B)(6) 2010. A review of the device history records for the generator confirmed all manufacturing line items were signed off prior to shipment and the device passed all quality checks and manufacturing inspection points.

Event description:
Additional information was received from the physician's office on (B)(4) 2013. The device was confirmed to have been intentionally programmed off on (B)(6) 2009. The device has not been turned on again and there are no plans to turn it on. No medical or surgical procedures were performed which could have affected or caused the device disablement after this date. It was stated that no interventions had been taken for the patient's increased seizures via the vns and that the increased seizure frequency was about the same as pre-vns levels. The seizures were attributed to the fact that the patient suffered from chronic seizures. It was stated that the patient only had one seizure type. The date the increased seizures was first observed was unknown as the patient's parents had not provided the physician this information.

Event description:
A second review of the programming history database found updated information. The last system diagnostic test performed remains that which was performed on the implant date. No additional system diagnostic tests are recorded after this date. The patient's settings on (B)(6) 2011 indicated the patient's device reached the ifi condition. The patient's last interrogated settings are from (B)(6) 2012. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
Additional data received in supplemental MDR 3 indicated that the aware date was different from that of the initial MDR; however, this date was inadvertantly not corrected.

Event description:
On (B)(6) 2012, it was indicated by the treating physician's nurse that the patient was angry and demanded his device disabled on (B)(6) 2009. The patient did not experience any trauma or adverse events and was angry because he unable to play football with his device on. The exact date when the device was disabled was not provided to the manufacturer. After the vns was turned off, the patient experienced an increase in seizures and the nurse attributed the increase to the device disablement. It is unknown at this time if the increase in seizures is below pre-vns baseline levels. No other information was provided by the nurse to the manufacturer.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed all manufacturing line items for the device were signed off prior to shipment and the device passed all quality checks and manufacturing inspection points.